Event description:
The customer stated that he tested his blood glucose and received a reading of 182 mg/dl. He retested and received readings of 81 and 80 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.